Manufacturer narrative:
Concomitant products: product ID 3708360, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID fa37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3708360, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3998, lot # l55667, implanted: (B)(6) 1998, product type lead. (B)(4).

Event description:
It was reported the patient was having trouble with their implantable neurostimulator (ins) and they sought medical attention to replace the implant. The reporter stated they had no further details about the patient¿s problem with the ins. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that they had to have the battery sewn back in place since it had come out of the pocket. The patient was told that it "didn't have much life left." The indication for use was multiple back operations.